Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the device power consumption is increasing. Device replacement was recommended. No additional adverse patient effects were reported.